Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator, the pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have found the oxygen (o2) sensor broken. Oxygen sensor was replaced by the customer. The ventilator passed all testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).